Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that on (B)(6) 2015, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2009, ventralex on (B)(6) 2014 and phasix on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient sustained unspecified injuries on (B)(6) 2015. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted in (B)(6) 2019. This supplemental emdr was submitted with the corrected date of implant. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that on (B)(6) 2015, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."